Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a bilio pancreatic diversion procedure. Reportedly, difficulties were experienced opening the device. The surgeon manually manipulated the device open and removed it from the application site without incident.